Manufacturer narrative:
Analysis of the device noted that the device was unable to be interrogated due to premature battery depletion. Mechanical testing revealed normal characteristics. An x-ray examination showed foreign material shorting the positive battery terminal to ground. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During preparation for an implant procedure, the device was not able to be interrogated despite several attempts. The device was not implanted. There was no patient involved in this event.